Event description:
It was reported while using bd sharps coll 9gal red the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter: these didn't have lids.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter address: address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.